Manufacturer narrative:
The customer stated that the needle did not retract after firing and that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is sealed properly. If labeling instructions were properly followed, the user would have noticed immediately that the needle hadn't retracted and that the cannula didn't deploy (which would have been visible through the pod's viewing port) and would have deactivated the device. Without the pod returned for eval; however, it cannot be confirmed that a needle mechanism failure was the cause of the customer's high bg levels.

Event description:
The customer reported he experienced consecutive blood glucose readings greater than 500mg/dl while wearing this pod. He removed the device and "saw that the needle had not retracted and the cannula had not deployed." The pod will be returned for eval.